Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, the physician observed high pacing lead impedance, no capture at maximum output and decreased sensing. Lead fracture was observed during the explant procedure. The ligature on the suture sleeve was found to be too tight, and it was suspected this caused the fracture. The patients condition was good before and after the procedure.